Manufacturer narrative:
Concomitant medical products: w4tr01 ipg; 407652 lead; 407658 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient of experiencing diaphragmatic stimulation caused by the left ventricular (lv) lead. Patient noted that the local technician made an adjustment that didn¿t eliminate the discomfort. The patient also noted that this happens when wearing the continuous positive airway pressure (CPAP). The lead remains in use. No further patient complications have been reported as a result of this event.